Event description:
It was reported that a pump motor stall was confirmed. The multiple motor stalls and recoveries were noted in the event logs. In 2009, a motor stall occurred; with no motor stall recovery recorded. Two days later, there was a "stopped pump period may exceed tube set" message in the logs. The reporter denied electromagnetic interaction. The pt experienced withdrawal with the following symptoms: increased baseline pain and flu-like symptoms. The morphine 10 mg/ml at a dose of 4.099 mg/day and bupivicaine 20 mg/ml at a dose of 8.199 mg/day. The hcp replaced the pump. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.